Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. B. Stated the attachment on guard broke on a silent nite 3d device. The reported device will be returned when the new one is delivered. Additional information received reported that on 05/21/2026, the upper attachment button broke while the 65-yeaer-old, male patient was sleeping. The patient believes he swallowed the broken piece. There was no injury or adverse outcome and the patient did not require medical intervention. The patient stopped using the device the day it broke.